Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using inpact admiral paclitaxel eluting balloon catheter along with a 7fr sheath and non medtronic guide wire during procedure to treat a severely calcified lesion in the mid sfa. The vessel is little tortuous. No damage noted to packaging and no issues noted when removing device from hoop/tray. Device was prepped per the IFU. It was reported that balloon inflation difficulties occurred and it burst at 4atm. A pinhole burst is suspected. The balloon was inflated to approximately 4atm before it no longer could inflate. No prior inflation's had been applied. No leaks were observed. The device did not pass through a previously deployed stent and no resistance encountered when advancing device. The inpact admiral dcb was removed and procedure was completed. No other intervention was completed or devices used. There was no patient injury reported.

Manufacturer narrative:
Product analysis: the device was returned to medtronic for analysis. The device was decontaminated with cidex-opa and tergazyme soak pending further testing to support the final product analysis findings. Balloon returned partially inflated with traces of residue present in balloon. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035inch guidewire was loaded via the distal tip with no resistance noted. Negative prep detected the presence of a leak on the device. Upon pressurisation, a leak was observed on the proximal balloon material. Upon visual inspection, a short radial tear was observed on the proximal balloon material. A lead in scratch was evident below the tear site. If information is provided in the future, a supplemental report will be issued.